Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how long was the procedure prolonged? Was the post-operative care for the patient changed as a result of the event? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that during an unknown procedure, the device didn't staple. Instead of delivering a staple, the first cartridge fell into the stomach of the patient but was removed by the surgeon. Another like device was used to complete the procedure. Surgery was prolonged.